Event description:
The customer contact reported during testing at the user facility, a burning smell was noted from the device. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Manufacturer narrative:
Initially the customer indicated that the device would be returned for investigation. Subsequently, the device was not received; therefore, testing could not be performed. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. Investigation is complete.

Manufacturer narrative:
Testing and investigation found that while charging the batteries a burning smell was coming from channel 3 mechanism. Channel 3 mechanism was removed and found that the driver printed circuit board and mechanism rear plate were burnt. The complaint of burning smell was confirmed and is attributable to the device. The probable cause was due to a burned driver printed circuit board.